Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle deployed early indicating a needle mechanism failure.

Manufacturer narrative:
The device was returned not deployed with the needle cap still attached. The pink slide insert was not visible in the slide window. Investigation of the device found that the needle deployed into the needle cap. Removal of the needle cap resulted in the needle deploying with no issue. Review of the device data indicates that the device ran 46 pulses and then was deactivated at pulse 56. The firing flat was in the expected vertical position for deployment. The needle mechanism was reset and deployed with no issue. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle deploying early could not be determined.